Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the device worked okay initially, but now although he can still feel it, the stimulation does not help the pain. The patient planned to contact the rep or hcp to have the device "reset" and stated his doctor told him that some people need to have the device "reset" many times.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the trial worked fine, but once the permanent implant was put in a couple of months ago, it didn¿t seem to be working, and stimulation stopped a couple of days ago. It was further reported on (B)(6) 2016 the connector pin bent on the desktop charger.

Event description:
Additional information received from the consumer reported they didn't know what caused the device to not work. The consumer tried recharging the internal battery and ¿sat in a frozen position for two hours and there was no indication of the recharging activity. The thing is extremely touchy about the contact because if you move just a tiny bit you lose the contact completely.¿ the consumer further reported they had no idea what caused the loss of stimulation but in order to resolve the loss of stimulation and the device not working they sent back the recharger, but the ¿new ones behaves the same, so I will take it to the manufacturer¿s representative (rep) and see if they could make it work right.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.